Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer indicated that the batteries were old and once replaced the device was functioning. The device will not be returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.